Manufacturer narrative:
Batch review performed on 11 may 2020: lot 135642a: (B)(4) item manufactured and released on 02-may-2019. Expiration date: 2024-04-15. No anomalies found related to the problem. To date, (B)(4) item of the same lot have been already sold without any similar reported event. Additional implant invoved: ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (k112115) lot. 1904653. Batch review performed on 11 may 2020: lot 1904653: (B)(4) items manufactured and released on 25-sep-2019. Expiration date: 2024-09-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant invoved: cup: mpact 01.32.154dh acetabular shell ø54 two-holes (k132879) lot. 1905338. Batch review performed on 11 may 2020: lot 1905338: (B)(4) items manufactured and released on 18-sep-2019. Expiration date: 2024-. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant invoved: liner: mpact 01.32.3644hct acetabular shell ø54 two-holes (k103721) lot. 1907432. Batch review performed on 11 may 2020: lot 1907432: (B)(4) items manufactured and released on 01-oct-2019. Expiration date: 2024-09-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar event reported.

Event description:
The patient came in, one month after primary surgery, due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants and revised the patient with new permanent hardware. The surgery was completed successfully.